Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A small bowel obstruction is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the j-tube broke apart and was found in the stomach area. The patient experienced abdominal pain and distention. In (B)(6) 2020, the patient visited the ER, and an x-ray was performed which showed a partial bowel obstruction. On an unknown date, the peg-j tubing was subsequently removed and not replaced. The patient discontinued the duodopa medication. The location of the bowel obstruction was unknown.